Manufacturer narrative:
Evaluation summary: the device was returned. The plunger has been fully advanced. No damage is observed. The lens was not returned. The approved viscoelastic was indicated. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined by the product evaluation. No damage or abnormalities were observed. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, he felt resistance when trying to advance the lens through the injector. He continued to apply pressure causing the lens to shoot out of the injector. The iol tore the posterior capsular wall. He was able to retrieve the lens and successfully implanted an alternate lens into the sulcus. Additional information was requested.